Event description:
It was reported that an asymptomatic patient presented in clinic during follow up, post-paced t-wave oversensing was observed. Programming changes were recommended. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.